Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through review of the event history logs. It was determined that the cause of the increased intraperitoneal volume (iipv) event was due to a use error, further specified as the tidal total ultrafiltration volume removal was set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. The guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy." This can result in an iipv situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
A high drain error 118 alarm meeting increased intra-peritoneal volume (iipv) criteria was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 09:44:06 during the patient's drain cycle. No additional information is available.